Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a review of manufacturing records, review of complaint trends, and an evaluation of the returned device. The reported condition for this incident stated that the device sheath was damaged. Visual and functional testing of the returned product confirmed the reported condition. The tube sheath was damaged posterior to the jaws. The rotation knob functioned without difficulty. The jaws extended and retracted without difficulty. The jaws cut the appropriate test media without difficulty. Replication of damaged sheath condition may occur due to extreme handling during device application. Based on the product analysis, the failure was confirmed. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation reassessed at that time.

Manufacturer narrative:
(B)(4). Initial reporter: (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic nephrectomy the white cover of product which is near the jaw was taken off. Additional questions have been sent to obtain follow-up information.